Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 for a blood glucose level of 739 mg/dl. The customer stated he treated with a manual injection before his hospitalization. The customer expressed the following symptoms: chest pains and shortness of breath. Standard troubleshooting was performed. It was discovered that the customer's insulin pump goes through batteries faster than normal, and a replacement battery cap had already been sent to the customer. The product was returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).